Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The guidewire was unraveled. The stylet/guidewire was broken. The st ylet/guidewire was damaged. Visual analysis of the guidewire indicated damage at implant. The analyst noted the guidewire was returned with the lead qfx149864v with a fragment of the guidewire stuck in the lumen of the lead. The distal end of the guidewire became unraveled. The distal end of the guidewire was entrapped in the lead. The distal end of the guidewire detached from the stiff wire of the guidewire. The distal end of the guidewire was fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the guidewire became stuck in the left ventricular (lv) lead. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.